Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed. Method: a sample device was returned and is currently under investigation.

Event description:
Distributor reported on behalf of user facility that the tracheostomy tube was found deflated at the cuff after 1 day in situ. An emergent exchange of the tracheostomy tube was required. No incident related medical sequel was reported.